Event description:
During surgical repair of a fractured hip, the pt experienced sudden onset of hypotension followed by bradycardiac arrest 3 times. CPR was successful 3 times. Pt expired 3 days later.